Manufacturer narrative:
E1: facility name(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited tissue pad peeling while in use for a therapeutic laparoscopic cholecystectomy procedure. The same issue occurred again after switching to a new one of the same device type. The procedure was completed with the third new one of the same device type. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - primary UDI number, h4 - device mfg date. Corrected field: d7a - single use device: corrected to no. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.